Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 10mm, 33cm biopsy spoon, dings and scratches were noticed throughout the shaft of the device. It was also noticed that a guide pin was missing at the distal end of the shaft and was not received with the device. The 10mm, 33cm biopsy spoon was inserted into a known working 10mm handle and it was noticed that the biopsy spoon was loose and not properly connected to the shaft, due to a missing guide pin. The probable root cause/s could be normal wear, due to the device being used beyond its life expectancy, user excessive force or improper sterilization, as result of the issue being noticed during sterile processing. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke.

Event description:
It was reported that the tip broke.